Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a mr290v vented autofeed humidification chamber leaked during use after five days. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare in (B)(4). Therefore, our investigation is based on the information provided by the hospital and our knowledge of the product. A lot check could not be performed as a lot number was not provided. The hospital reported that there was a crack between the bottom of the chamber dome and the base. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. It is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has reported that the crack appeared after five days of use, indicating the fault occurred after the chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa." Device not returned to manufacturer.